Event description:
Consumer complaint of low blood glucose results. Results from memory were as follows: 22mg/dl, 23mg/dl, 26mg/dl, 99mg/dl, and 62mg/dl . Caller states fasting readings are normally 62-95mg/dl. No adverse event reported.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).